Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was 400 mg/dl to 500 mg/dl at the time incident. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the auto mode feature was on. The customer was treated with intravenous insulin treatment, bolus, manual shots, zero gatorade and fluids. Customer did mentioned symptoms related to high blood glucose event such as disorientation, red faced and cold and clammy. Customer declined to perform a carelink upload. Customer was not alleging insulin pump was under delivering. The device will not be returned for analysis.